Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, while performing core vitrectomy, the machine gave an error message. The user was not able to solve the issue and it was decided to abort the surgery. No report that actual patient harm occurred.

Event description:
We have been informed that during procedure, while performing core vitrectomy, the machine gave an error message. The user was not able to solve the issue and it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
With regard to this event an eva vitrectomy module and logfiles were returned for investigation. Review of the logfiles confirmed the occurrence of the reported error message. This error message indicates that a faulty cutter is detected. Investigation of the returned module revealed that bss got inside the cutter valve and caused the valve to stick. Incorrect functioning of the cutter valve is detected by the eva surgical system which triggered the reported error message on screen. The presence of bss in the vitrectomy module can only be attributed to an unintended use error. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We have been informed that during procedure, while performing core vitrectomy, the machine gave an error message. The user was not able to solve the issue and it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.